Manufacturer narrative:
The field service engineer (fse) duplicated the reported problem and replaced the flow sensor assembly to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tidal volume is in accurate. The customer reported that the unit was in use on patient, but there was no patient harm reported.